Event description:
Clinic notes dated 06/27/2014 note that the patient experienced a cluster of three seizure episodes on (B)(6) 2014. It was noted that the device was interrogated and the battery was noted to be running out. The notes indicate that the first episode lasted about seven minutes and the other two lasted for about one to two minutes. It is unknown if the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.